Manufacturer narrative:
The following fields have been updated with corrections: b.3. Date of event: 2020-09-10. The date received by manufacturer has been used for this field. G.4. Date received by manufacturer: 2020-09-10. See h.10.

Event description:
It was reported that after use with a bd vacutainer® push button blood collection set the needle did not retract when button was engaged. The following information was provided by the initial reporter: it was reported that the needle did not retract after employee pushed button.

Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that after use with a bd vacutainer® push button blood collection set the needle did not retract when button was engaged. The following information was provided by the initial reporter: it was reported that the needle did not retract after employee pushed button.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Common device name: intravascular administration set. The initial reporter also notified the FDA on 2020-05-28. Medwatch uf/importer report # (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after use with a bd vacutainer® push button blood collection set the needle did not retract when button was engaged. The following information was provided by the initial reporter: it was reported that the needle did not retract after employee pushed button.

Manufacturer narrative:
The following field has been updated with additional information: date of event: (B)(6) 2020.

Event description:
It was reported that after use with a bd vacutainer® push button blood collection set the needle did not retract when button was engaged. The following information was provided by the initial reporter: it was reported that the needle did not retract after employee pushed button.